Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip caught in chordae was due to procedural circumstances. The reported single gripper actuation issue is likely a result of the reported clip caught in chordae. The cause of the reported difficult imaging was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4. A triclip was inserted without issues. However, difficulties visualizing the clip occurred and while in the valve, it was observed that one of the grippers was not functioning as intended. An attempt to retract the clip in the atrium was made. However, this was not possible, as the clip became caught in chordae. Troubleshooting was performed, but the clip was unable to be freed from the chordae. Although the clip remained in chordae, it was possible to grasp both leaflets, reducing the tr to a grade of 2. No additional clips were implanted. There was no clinically significant delay in the procedure.